Manufacturer narrative:
The pad-pak was first installed successfully on the 29th june 2010 and performed to specification up to the 20th january 2013. The device failed a self-test due to a low battery on the 27th january 2013. The device passed all self-tests up to the 6th september 2015. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups mainly of 10 minutes duration were recorded between the 11th-18th september 2015. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.